Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient heard his infusion device make a noise like something was broken when the piston rod was rewinding during a insulin cartridge change. That night the patient's blood glucose level was elevated to 400 mg/dl and he attempted to correct the elevated level via bolus with the infusion device. He thinks the device delivered the first bolus, but did not deliver a second bolus. He does not think the infusion device is properly delivering insulin and he switched to insulin injections. Later in the night, his blood glucose level was 230 mg/dl and he was successfully able to bolus via the infusion device. The following morning his blood glucose level was 110 mg/dl. He has continued to hear the device making a noise during operation. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation

Manufacturer narrative:
The backlight of the display doesn't work. Due to a mechanical impact the inductor of the backlight is broken and the coil is loosened. The insulin delivery accuracy was not affected by this defect. The customers allegation that the pump not delivered the bolus could not reproduced in pump history. All boluses that the customer programmed on this day were delivered by pump. The problem mentioned by the customer is related to careless handling of the product.